Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It's important to mention that the customer did not adhere to the instructions for use (IFU) and used incompatible pap mask material with the soclean device, as well as failing to practice proper handwashing. It's reasonable to conclude that the rash may have resulted from these actions.

Event description:
Customer reports dermatitis described as rash & burning sensation around the nose. The customer consulted a dermatologist. Prescribed triamcinolone 0.025% and advised to stop using the sc3.